Event description:
The clinic mgr from the dialysis unit informed vasca's senior dir of sales in 2005 of an apparent infection in a lifesite pt. Pt presented with fever and chills and infection algorithm was followed. The devices were explanted and replaced with a tesio catheter in 2005.